Manufacturer narrative:
As neither a valid lot number nor a sample was available for this incident, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Medical device lot #: the customer reported lot #2209520, but this was not found to be associated with the reported material number.

Event description:
It was reported that 5 bd discardit¿ ii syringes leaked while loading in the medication. The following information was provided by the initial reporter: "customer is complaining that there was leakage from discardit syringe while loading the drug. They have mentioned the quality is not good."